Manufacturer narrative:
The electrode remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tip of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had migrated, moving to the patient's right side. A two-incision technique had been used during the implant procedure and the electrode tip was not sutured. There was some pain for the patient due to the migration. It was planned to evaluate sensing in all vectors, but a revision of the electrode had to be considered. Boston scientific received additional information. The electrode was revised and repositioned to an appropriate location. A three-incision technique was used and the electrode tip was securely anchored. The patient was seen at a follow-up several weeks after the revision and no issues were observed with the s-ICD system. No additional adverse patient effects were reported.